Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products (ethibond suture or prolene suture) used in this procedure? Citation: ann afr surg. 2017;14(2); doi:http://dx.doi.org/10.4314/aas.v14i2. (B)(4).

Event description:
It was reported via journal article title: omental pedicled flap for pulmonary tuberculosis sequelae author(s): wamalwa alex okello, nangole ferdinand wanjala citation: ann afr surg. 2017;14(2); doi:http://dx.doi.org/10.4314/aas.v14i2. The study aimed to present a case of post pulmonary tuberculosis (tb) sequelae requiring pneumonectomy and closure of resulting bronchopleural fistula (bpf) with the omental pedicled flap. A (B)(6) male patient tb developed recurrent bpf with empyema after series of procedure. The first procedure was done after a thoracotomy where a dual flap omental closure with 3-0 prolene suture. This patient developed empyema of the right hemithorax with recurrent bpf. A wash-out was done using video-assisted thoracoscopic surgery (vats) and repair of recurrent bpf using 2-0 ethibond excel. Five days after vats, the symptoms recurred and progressively worsened. A multidisciplinary redo thoracotomy was performed where a dislodged omental flap was repositioned over the debrided bronchial stump and had uneventful recovery. The underlying chronic inflammatory condition post the patient at high risk for bronchial dehiscence due to inevitable poor wound healing. Bronchial stump reinforcement should have been performed at pneumonectomy.